Event description:
It was reported that the left ventricular (lv) lead threshold and impedance measurements had increased. The impedance increased to 1700 ohms and the threshold had risen to 5.5 volts. The medical personnel increased the output to six volts and the patient would be seen by an electrophysiologist. The field representative reached out to the clinic and found that the patient was seen by the electrophysiologist who believes the lv lead is fractured. Isometrics recreated noise on the lv lead. The patient will likely undergo a lead revision procedure in a few months depending on covid-19. At this time the lv lead remains in service and no adverse patient effects were reported.